Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a patient burn occurred where the device had been placed on the patient. The incident device was discarded by the customer.